Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It is reported, "the orthopedics service is consulted to cure the device in accordance with institutional protocol (every 7 days), the device is observed to be in inadequate hygienic conditions with loss of integrity, the edges are observed to be detached in their entirety, it is observed to be reinforced with adhesive tape which is at the initiative of the patient who reports rash associated with the deposit, site of wet observation puncture, when carrying out extension irrigation with a prefilled syringe, filtration associated with rupture of the catheter before level 0 is observed, as per information to the manager doctor on shift, then proceed to remove the device. Immediate correction, PICC catheter is removed. Inform the patient and doctor on shift. There was no harm to the patient. In this report there is an issue of poor care and maintenance of the PICC, given the description found and with a history of having had another PICC, which they still withdraw due to poor care, information that will be expanded in a meeting the other week with the boss who makes the report, to establish an improvement plan and delve deeper into the factors that contributed to the failure. Additionally, we do not have the sample to be sent to the plant."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is reported, "the orthopedics service is consulted to cure the device in accordance with institutional protocol (every 7 days), the device is observed to be in inadequate hygienic conditions with loss of integrity, the edges are observed to be detached in their entirety, it is observed to be reinforced with adhesive tape which is at the initiative of the patient who reports rash associated with the deposit, site of wet observation puncture, when carrying out extension irrigation with a prefilled syringe, filtration associated with rupture of the catheter before level 0 is observed, as per information to the manager doctor on shift, then proceed to remove the device. Immediate correction, PICC catheter is removed. Inform the patient and doctor on shift. There was no harm to the patient. In this report there is an issue of poor care and maintenance of the PICC, given the description found and with a history of having had another PICC, which they still withdraw due to poor care, information that will be expanded in a meeting the other week with the boss who makes the report, to establish an improvement plan and delve deeper into the factors that contributed to the failure. Additionally, we do not have the sample to be sent to the plant." Additional information received 12/26/2023: there was no harm patient/healthcare professional. There was no need for medical and/or surgical intervention due to what occurred. There was no exposure of blood or chemotherapy to the mucous membranes or skin.